Event description:
The user facility reported that the device was tearing pleura tissue on the patient during a procedure. The tear was treated by wound drainage with a tube. No further adverse consequences reported.

Manufacturer narrative:
Device not returned.